Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 the device was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root causes for infection could be due to inadequate silicone housing dimensions or silicone backing too thick or linked to the implantation procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00299. A facility reported intracranial infection: the patient was implanted with 823114 (micro chpv unitized) and 823072 (bactiseal catheter kit) on (B)(6) 2020, a week later the patient was found with intracranial infection, positive for staphylococcus epidermidis. On (B)(6) 2020, the physician conducted a revision procedure to retrieve the valve and catheter. The patient was placed on antibiotics.